Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test at .0864 inches. Communication between pump & xmtr properly. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No alarm anomaly during testing or in file history on event date. In further full review of the pump history on the date of testing dec/07/2025 found daily total of bolus insulin delivered to be 62.4 units. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, and cracked case-corner of belt clip rails. In summary, customer allegations for pump possibly over delivering anomaly are not confirmed during full functional testing. No device problem found during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. And also customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer also alleged that the over delivery of the insulin by the insulin pump, and the pump was exposed to a magnetic field. The customer tried to calibrate the pump, but the system rejected the calibration and went into updating. After the second calibration, the pump triggered a change sensor alarm. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia was treated with glucose/carbohydrate intake. The event involved product(s) mmt-332a, mmt-1880l, mmt-7020mla, mmt-399a. Troubleshooting was performed for difference between glucose values. The customer reported sensor glucose value of 150mg/dl at the time of incident. The difference between glucose values were outside the acceptable range. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for hypoglycemia. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. No further patient complications were reported. The customer will discontinue use of the reservoir. Mmt-332a was requested, and the customer response was that the device would be returned. Mmt-1880l was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The customer will discontinue use of the sensor. Mmt-7020mla was requested, and the customer responded that the device would be returned. The customer will discontinue use of the infusion set. Mmt-399a was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.